Event description:
A customer contacted beckman coulter inc (bci) to report that the coulter lh780 hematology analyzer did not flag for blasts on one (1) patient specimen. The erroneous results were not reported out of the lab. Because of presence of blast cells in patient's previous specimen, a manual differential was performed due to, which showed 5% blast cells. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Specimen collection and storage information were not provided. Instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Samples were run before the cf event and recovered within assay limits. Per the customer, the lh 780 instrument sensitivity is set at high level for blasts. Raw data analysis revealed that the acquisition times are around 1.3 -1.9 seconds (relatively short collection based on the cbc wbc concentration) are due mainly to the non wbc events that are also collected with this sample. Root cause for the missed blast flagging, based on raw data analysis, is due mainly to the non wbc events that are also collected with this sample. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results.